Event description:
It was reported that 1" needles were found in the box of bd luer-lok¿ syringes with bd safetyglide¿ safety needles. The following information was provided by the initial reporter: "we have an issue with one of our products (mfg # 305904). We have a case with the lot # 9255272 that is supposed to be a 5/8¿ needle, but the boxes are a mix of 5/8¿ and 1¿ needles."

Manufacturer narrative:
H.6. Investigation: four opened resealed shelf cartons were received, confirmed to be from batch #9255272 (305904). The samples inside were confirmed to be from the same batch and all were visually evaluated. One carton had no defective samples, while three cartons had incorrect 1¿ needle length product inside correctly labeled 5/8¿ packages. The number of packages with incorrect 1¿ needles in the three cartons was 10/46, 38/47, and 43/49. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: hypodermic single lumen needle. Medical device type: fmi. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: (B)(4). PMA / 510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1" needles were found in the box of bd luer-lok¿ syringes with bd safetyglide¿ safety needles. The following information was provided by the initial reporter: "we have an issue with one of our products (B)(4). We have a case with the lot # 9255272 that is supposed to be a 5/8¿ needle, but the boxes are a mix of 5/8¿ and 1¿ needles."